Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that around (B)(6) 2017 they began feeling a burning sensation at their implant site while charging their implant. Pt stated it felt like there was a "hot coal" inside of them. Pt stated that they saw their doctor numerous times concerning the issue and nobody could figure why this was happening. Pt reported that they had to have their restore implant replaced because the battery died quickly. Due to the nature of the pt, patient services (ps) was unable to gather an exact event date. Pt reported that beginning either (B)(6) 2016 or (B)(6) 2016, their muscle on the right side of their back started to "flare up" and their doctors could not figure out why.